Event description:
The consumer reported that the patient experienced a loss or change of therapy on (B)(6) 2016. The patient was implanted on (B)(6) 2016. The patient was wetting themselves and there was nothing they could do to hold their urine. The patient was wondering if they should increase stimulation. The patient did not feel stimulation and the therapy was not on. Stimulation was turned on and adjusted so the patient could feel it comfortably. It was too early to see if the patient's symptom issue was resolved yet. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.